Event description:
It was reported that "triple lumen blue port leaking when flushed". There was no reported patient harm.

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that "triple lumen blue port leaking when flushed". There was no reported patient harm.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a lot number. Corrected data: report source corrected to 'other - medwatch' complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.